Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lawsuit - (B)(4) - depuy synthes (B)(4): it has been reported by the surgeon from saint george hospital that a patient has suffered from severe adverse events due to depuy implants such as permanent injury, metallosis and poisoning of the joints. Revision notes stated fracture of the greater trochanter related to osteolysis of the proximal femur. It was also stated that x-rays showed that there was a dark liquid surrounding the hip area, due to corrosion of metals. Product used on patient: asr xl acetabular implant with aml. This issue was reported to jnj legal department and shared with business quality as per attached report ((B)(4)); doi: 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
.